Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the inss not lasting as long was due to high parameters. They are opting for a rechargeable ins at battery change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician is concerned the percept battery life is not lasting as long. Caller reports patient had ins checked yesterday and ins battery life indicated 6 months remaining. Caller reports on (B)(6) 2021, ins battery life went from 4 years to 1 year. The (B)(6) 2021 report indicated 6 months ins battery life. Estimated battery longevity calculation based on activa pc: left stn: 4.2ma/70pw/180hz. 2+1- therapy impedance: 1728 ohms right stn: 4.2ma/70pw/180hz. 8-11+ therapy impedance: 2153 ohms stimulation on/24eri: 12.72 months and eos: 15.72 months. The (B)(6) 2020 report indicated 1 year and 6 months remaining. Estimated battery longevity calculation based on activa pc:left stn: 3.8ma/60pw/175hz. 2+1- therapy impedance: 1537 ohms right stn: 3.6ma/70pw/175hz 8-11+ therapy impedance: 2058 ohms stimulation on/24 eri: 17.03 months and eos: 20.03 months the (B)(6) 2020 report indicated 2 years and 2 months remaining.estimated battery longevity calculation based on activa pc:left stn: 3.5ma/60pw/170hz. 2+1-. 1596 ohms right stn: 3.4ma/70pw/170hz.8-11+ 2080 ohms stimulation on/24 eri: 19.22 months and eos: 22.22 months. The (B)(6) 2020 report indicated 5 years remaining. Estimated battery longevity calculation based on activa pc:left stn: 2.0ma/60pw/160hz. C+1- 1269 ohms right stn: 2.3ma/60pw/160hz. C+11- 1287 ohms stimulation on/24 eri: 3.93 years and eos: 4.18 years caller will discuss with physician.